Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tube(s) left fallopian tube'), device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (batch no. C18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included suprapubic pain, hiatal hernia, low back pain, cholecystectomy, tonsillectomy, dizziness and lower abdominal pain. Concomitant products included ibuprofen and quetiapine fumarate (seroquel). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy and salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea and fatigue outcome was unknown and the genital haemorrhage, hypersensitivity, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirm. Test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, abnormal bleeding, lot number: c18708 manufacturing date: 2014-01-28 expiration date : 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tube(s) left fallopian tube'), device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (batch no. C18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included suprapubic pain, hiatal hernia, low back pain, cholecystectomy, tonsillectomy, dizziness and lower abdominal pain. Concomitant products included ibuprofen and quetiapine fumarate (seroquel). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy and salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea and fatigue outcome was unknown and the genital haemorrhage, hypersensitivity, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirm. Test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, abnormal bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea, perforation (fallopian tube(s)), fatigue were added. New reporters and plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and pelvic pain ("physical pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, hypersensitivity, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : events added- abdominal pain, genital bleeding, device dislocation, uterine perforation, psychological trauma, allergy. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.